Manufacturer narrative:
Corrected information: product available to stryker additional information: brand name; product code; common device name; catalog #; lot #, returned to manufacturer on; device manufacture date. An event regarding crack/fracture involving a restoration modular separator was reported. The event was not confirmed however, seizing of the instrument was confirmed. Method & results: -device evaluation and results: the device was received and was found to have scratches throughout the surface. The jackscrew stem is stuck in the puller and cannot be separated. The chuck adaptor was not returned with the device. Images were also provided that showed the tool was stuck in the stem. -medical records received and evaluation: not performed because the reported event is not related to clinical factors. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the separator seized as the jackscrew stem was stuck in the puller however, the root cause could not be determined. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon wanted to a remove a calcar body (from a plasma stem) because of an infection. But the calcar body did not loosen from the stem with the removal tool, and ultimately the tool broke.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon wanted to a remove a calcar body (from a plasma stem) because of an infection. But the calcar body did not loosen from the stem with the removal tool, and ultimately the tool broke.